Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test at 19.9 and 21.4 on different sets. The event occurred in biomed service department during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6, and h10. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported downstream occlusion test failing at 19.9 and 21.4, which was reproduced. The pump was unable to detect a downstream occlusion on the high downstream pressure limit setting. The reported condition was verified. The cause was determined to be the force sensor out of calibration and unable to be calibrated. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.